Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2013-08942. It was reported that patient experienced unstable angina and revascularization occurred. In (B)(6) 2012 the patient presented with 3 week history of progressive chest pain association with exertion. An ECG was performed which reveled normal report with no significance change. Subsequently, the patient was referred for cardiac catheterization. Target lesion # 1 was a de novo long lesion located in the mid right coronary artery (rca) extending to distal rca with 95% stenosis and was 35 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 1 was treated with pre-dilatation and placement of 2.75 x 16 mm and 3.00 x 24 mm pe plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the mid lad with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of 2.50 x 24 mm pe plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 3 was de novo lesion located in the distal lad with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 3 was treated with pre-dilatation and placement of 2.50 x 12 mm pe plus stent. Following post dilatation residual stenosis was 0%. On the next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient experienced worsening chest pain radiating to left arm and back which was diagnosed as unstable angina and was hospitalized on same day. An ECG was performed, which revealed poor r wave progression with no significance change. Subsequently, the patient was referred for cardiac catheterization. The 80% in-stent restenosis located in the mid rca was treated with balloon angioplasty and placement of 3.8 x 20 mm promus drug eluting stent in an overlapping fashion of the previously placed study stent during at the index. Following post dilatation, the residual stenosis was 0%. On the next day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).